Event description:
It was reported that an occlusion alarm occurred on an ilet while the user was wearing a steel contact detach infusion set with 23-inch tubing, and blood glucose rose to 319 mg/dl until the user changed the infusion site, after which glucose returned to range. Investigation of this case revealed a probable infusion set or tubing occlusion associated with the infusion set component, which resolved with supply change. Symptoms included a sensation of heavy legs. Outcomes included transient hyperglycemia that resolved after the infusion set change, with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a temporary occlusion of insulin delivery related to the infusion set.